Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received information that a right atrial (ra) lead dislodgement was confirmed via x-ray. The lead was successfully repositioned and remains implanted in the patient. No adverse patient effects were reported. Additional information was received from the sr that stated the ra lead is an outside equipment manufactured lead. The date of implant was not provided.